Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise leading to inappropriate shock delivery. It was noted the noise was able to be recreated with isometrics. The patient stated he was pitching with son when he received the shocks. An x-ray was taken, but was inconclusive. A revision procedure was performed where it was confirmed the electrode was fully inserted into the header of the s-ICD. Subsequently the s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found blood and body fluid in the lumens and a cut was noted in the suture sleeve. Tissue was also observed on the shocking coil. The analysis from the returned device did not find any irregularities, however review of the recorded electrograms noted noise that was consistent with a poor connection or electrode movement while implanted.

Event description:
This report is being filed to submit the analysis results.